Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator diagnosed a ventricular tachycardia rhythm as a supraventricular tachycardia incorrectly. The device was reprogrammed to address the anomaly. The patient's condition was stable throughout the event.